Event description:
As reported by the user facility: issue with syr pump not fully infusing med. Its a pump new config file which is supposed to continue to syr end, not sure why or what to do w it, or if there will be more of those. Medications did not complete infusion with depacon with both doses on (B)(6) and (B)(6). With both doses there was about 1.5 ml remaining. No patient injury. This report is for the event on (B)(6) 2024.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.